Event description:
Synovitis [synovitis]. Case description: spontaneous report received on 06/08/2010 from a physician regarding a (B)(6) female pt, initials unk, with a relevant medical history of osteoarthritis and synvisc treatment. The pt received her first injection of synvisc, lot number w0904, into an unk joint on (B)(6) 2010. The injection was described as sterile, non-traumatic and comfortable. The night of (B)(6) 2010, the pt described swelling with increased effusion and warmth. The following day the pt was seen in the ER (emergency room), where the joint was tapped. The effusion tested negative for infection. The pt was diagnosed with synovitis and treated with topical nsaid's (nonsteroidal antiinflammatory drugs). The synvisc treatment was permanently stopped and the pt did not receive the second or third injections. The intensity of the event was assessed as severe. The event outcome was described as "persistent or significant disability/incapacity.' The physician assessed the relation of the event to synvisc as probable. As of the date of receipt of this report, the pt outcome was not yet recovered. The qa (quality assurance) investigation results were received on 06/09/2010. The production and quality control documentation for lot number w0904, expiry date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number w0904, expiry date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.